Event description:
It was reported that the pta balloon detached from the shaft during use in the cephalic arch. Reportedly, the back end of the balloon completely detached from the shaft causing a ¿parachute¿ effect; making retraction through the sheath impossible. There was no report of pt injury.

Manufacturer narrative:
The lot number was provided and the device history records are being reviewed. The device has not been returned for eval to date. The investigation is currently underway.